Event description:
The user facility reported that during a craniatomy procedure the patient was positioned in a head skull clamp (a1059) which slipped during preparation. A second clamp (a2000) was then used and that also slipped during the procedure causing the patient to incur an approximate 1" laceration in the temporal area. Medwatch 3004608878-2007-00032 and medwatch 3004608878-2007-00030 are linked to the same incident.

Manufacturer narrative:
An investigation has been initiated based upon the reported incident.